Manufacturer narrative:
Based on the information reported to amt on 06/17/2026, it was determined that an adverse event should be reported to FDA as a perforation in the small intestine was found in a patient 4 days after a nutraglide nasal feeding tube placement. At the time of the incident, it was reported that the device was not available for return. The initial information provided to the amt sales representative indicated that the patient was in the nicu and weighed 3.5 kgs. It was also reported that the patient had friable fibrotic tissue at the site of perforation. Friable fibrotic tissue can contribute to or cause a perforation. Therefore, it is unclear whether the device or the fibrotic tissue led to the perforation. The amt sales representative was notified on 06/26/2026 that the patient was recovering from the event in the nicu. The complaint information has been logged into our complaint database for trending purposes. Information regarding device investigation can be found under complaint (B)(4).

Event description:
It was reported that the tube was bowing out ~4cm and nursing went to advance the tube. Nicu baby then was recorded with increased lethargy, elevated temperatures. Electrolyte derangements and kub revealed intubation, arterial line and or concern for perforation requiring intubation, arterial line and or for exploratory laparotomy. Exploratory laparotomy revealed large volume (200 cc) intraperitoneal milk formula with nasoduodenal feeding tube perforation of 4th portion of duodenum; friable fibrotic tissue at site of perforation.